Manufacturer narrative:
This complaint is unconfirmed. The catheter, upon receipt, was found patent to infusion. Both lumens aspirated filling the barrel of a 12 cc syringe at a rapid rate. Both lumens were then hydraulically pressurized and no leaks were observed emanating from the catheter. No manufacturing defects were observed with the catheter. The complaint incident could not be replicated in the laboratory setting. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.

Event description:
After 5 days of placement, the dressing kept getting wet, dressing was changed and got wet again. Nurse thought the line was leaking, pt did not have any pain. When line was removed, the nurse flushed the line but did not see any leaks. No other info provided.